Manufacturer narrative:
Insulin pump passed the displacement test and self test. However, unable to download to carelink pro, problem isolated to m/b. (B)(4).

Event description:
Information received by medtronic indicated that they had issue with uploading insulin pump data. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.